Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the right atrial (ra) lead exhibited high thresholds. The lead was not implanted. No patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.